Event description:
The following information was found in as literary search: a woman suffering from chronic renal failure and needing dialysis was admitted for vomiting, postprandial abdominal pain, and weight loss for 3 months. Computed tomographic angiography (cta) documented massive calcification of the vascular bed, mainly in the aorta, and a very tight ostial stenosis of the superior mesenteric artery (sma). A 4.5-x20-mm genesis stent was deployed at the ostium, with good angiographic result and immediate symptomatic benefit. After 3 months, symptoms recurred; angiography demonstrated in-stent restenosis (isr). Percutaneous angioplasty with 4-x15-mm cutting balloon was performed. The patient remained asymptomatic for only 2 months; recurrent isr at this time was treated with a 3.5-x24-mm coronary taxus express paclitaxel-eluting coronary stent deployed inside the previously implanted stent. Under prolonged double antiplatelet regimen, the patient was asymptomatic at the 8-month follow-up; cta demonstrated patency of the sma. As per the qualrap, no additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.